Event description:
On (B)(6) 2024, senseonics was made aware of an incident event where user had two insertions in the same day.as per case notes, the first sensor was not able to achive excellent signal, so the hcp decided to insert a second sensor sn (B)(6) in a different arm.the sensor sn (B)(6) with low signal will be removed on (B)(6) 2024.

Manufacturer narrative:
The user had two insertions in the same day.as per case notes, the first sensor was not able to achive excellent signal, so the hcp decided to insert a second sensor sn (B)(6) in a different arm.the sensor sn 434462 with low signal will be removed on (B)(6) 2024.